Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the that the incident occurred due to customer handling. The event can prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, suction cylinder deformed, which makes fitting difficult, due to wear of lock engagement lever, up/down knob could be locked securely, air/water cylinder discolored, due to deformation of suction cylinder, suction valve could not connect smoothly, due to a cut on the angle rubber, water tightness lost, adhesive on angle rubber chipped, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to wear of angle wire, bending angle in right direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, and instrument channel scratched. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the ultrasonic gastrovideoscope had difficult fitting of the suction valve. Upon inspection and testing of the customer returned device, missing piece / chip / parts fell on the scope probe unit, which was due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. In addition, the scope acoustic lens chipped. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.